Manufacturer narrative:
(B)(6).

Event description:
It was reported that slow flow occurred. The lesion located in the superficial femoral artery (sfa) was dilated three times with a 3.5 mm x 4 cm coyote balloon. The lesion was then dilated for three minutes with the 4mm x 60mm x 80cm ranger drug coated balloon. Afterwards, when contrast was performed, a slow flow of blood was observed. The procedure was completed with improved slow flow by using a vasodilator. It was thought that the paclitaxel applied to the ranger may have come off to the periphery.